Manufacturer narrative:
Device failure is suspected.

Event description:
Additional information was received on (B)(6) 2013 when the physician reported that the patient's death is not related to vns and therefore the death will not be reported on MFR. Report number: 1644487-2013-00255.

Event description:
On (B)(6) 2013 it was reported that the vns patient presented during clinic that day with high impedance greater than 10,000 ohms. The device was therefore disabled due to the high impedance. The patient's mother noticed that the magnet stopped working to abort seizures around (B)(6) 2013 but they were starting the medication sabril at the time so she didn't report it to the neurologist. The last visit was on (B)(6) 2012 and system diagnostics were within normal limits with an impedance value of 3500ohms. No accident or trauma was noted. The patient has no pain and no increase in seizures above baseline levels. The patient was referred for surgery. It was later stated that x-rays were going to be performed but a copy would not be provided to the manufacturer for review. On (B)(6) 2013 the patient passed away (reported in MFR. Report number: 1644487-2013-00255).

Manufacturer narrative:
Describe event or problem; corrected data: additional information was received on (B)(6) 2013 when the physician reported that the patient's death is not related to vns and therefore the death will not be reported on MFR. Report number: 1644487-2013-00255.